Event description:
Reporter indicated that patient had an abscess on the left side of their neck. Further follow-up revealed that the swelling of the left neck area was noticed in 2002. 14 days later the swelling was increasing rapidly and the patient was taken to the emergency room. A CT scan was performed which showed a minimal fluid mass around the neck incision. During the ER visit, physician performed an I&d procedure and packed the site with iodaform dressing. The patient was prescribed augmentin (875mg bid for 10 days). Patient was seen by physician for follow-up in 2003 at which time the wound was packed again and the augmentin was continued. On 01/13/03 it was reported that the site edges are approximating and the incision is healing. The infection has reportedly resolved.